Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, for the first firing, the surgeon clamped the tissue of pulmonary parenchyma, then pushed the green button, however the jaws were opened. Re-tried over and over again, however the same event occurred. Replaced by a new cartridge, the firing was completed with no problem. The surgeon said the tissue was thick. The status of the patient is no problem.